Event description:
It was reported that the pt had ceramic head and liner implanted approximately five years ago (right). Pt was revised due to pain.

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 3.0 inr/2.2 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.